Manufacturer narrative:
Investigation - evaluation: a review of specifications, functional testing, drawing, manufacturing instructions, visual inspection, and quality control data was conducted during the investigation. Visual inspection and functional testing of the returned device were performed. The returned device was found to have damage to the sheath and drivewire near the handle. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls are in place in manufacturing to assure device functionality prior to shipping. Based on the provided information, inspection of returned product, and the investigation, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
As reported by the area representative, during a ureteroscopy with laser lithotripsy the ncircle tipless stone extractor basket broke. As described, on the basket handle just above the yellow piece, the sheath kinked and the outer sheath separated from itself. The basket was removed and a new device was opened to complete the procedure. No unintended section of the device remained inside the patient¿s body. No additional procedures were required due to the device issue. As reported, there were no adverse effects to the patient caused by this occurrence. Additional patient/event details have been requested.